Event description:
Information was received from a manufacturing representative regarding a patient receiving compounded morphine (2.5 mg/ml at 0.223mg/day via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. On this report date, during a normal pump replacement procedure, the physician was unable to aspirate the catheter. The physician opened the catheter at the back and revised the catheter. There appeared to be a tear in the catheter at the site of spinal incision. The damaged portion of the catheter was removed and a new proximal revision kit was added. There were no symptoms reported due to the event.

Manufacturer narrative:
Concomitant mcedical products: product ID: 8709, lot# j10993r61, product type: catheter. Product ID: 8578, lot# n146682, implanted:(B)(6) 2008, product type: accessory. (B)(4).